Manufacturer narrative:
(B)(4). Safety review: health hazard analysis #(B)(4) discusses the hazards associated with attaching a donor before loading the cassette. Likelihood for this event was rated "remote". There was no donor reaction in this case and no air was delivered because the cassette was not loaded (according to the customer). Field diagnosis/correction: there was no alleged machine malfunction. Investigation: trend analysis indicates 3 other incidents similar to this. In this case, the operator realized the error immediately, prior to loading the cassette. The donor did not receive an air embolism. Conclusion: operator error. Corrective/preventive action: operator error issues are reported on a quarterly basis to quality, sales and clinical support for targeted training where required. Air to donor failures are mitigated through product labeling.

Event description:
This report is being filed as a result of changes to our MDR eval process. We have changed our process to better align with current agency policy. Customer called to report a potential issue with a donor being connected before they were supposed to on the machine. Wanted to know about potential safety issues and machine alarms that would occur. The complainant was unable to provide a pt identifier. This report is being filed due to the potential for air being returned to the donor due to operator error.